Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient had obtained random occlusion alarms on the pump. At that time, the patient obtained a blood glucose reading of 416 mg/dl, and experienced the symptoms of nausea, abdominal cramps and fatigue. The patient changed the infusion site and attempted to correct his blood glucose levels via pump boluses; he did not seek any medical attention. The patient noted there were no issues with the infusion set or infusion site and no bent cannulas. Troubleshooting revealed the patient was able to prime the pump without occlusion alarms, indicating the pump was functioning appropriately. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after obtaining occlusion alarms on the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and alarm history verified occlusion alarms due to unidentified high force. The pump was exercised for 29 hours with no delivery issues and no occlusion alarms were duplicated. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.